Manufacturer narrative:
The quality control (qc) was in range. The patient sample was spun for 5 minutes at 5141 rpm. The patient sample had no bubbles, no fibrin, no clots, and was clear. The plasma was pipetted off and the secondary tube was run on the instrument. There were no errors on the event log. No issues with other samples. The reagent appeared homogenous. A siemens field service engineer (fse) was sent to the customer site. The fse performed a total service call. The probes were inspected, calibrated and the dispenses were checked. The wash blocks were inspected and port dispenses were checked. The luminometer was inspected and cleaned. The pumps, tubing and fitting were all inspected. The sample syringe and gray peri pump tubing were replaced. The fse performed empty and fill. The fse ran (B)(4) replicates of (B)(4). The results were acceptable. The cause for the discordant troponin ultra result is unknown. The sampling/washing cannot be ruled out as a cause of the discordant result. In addition, the customer utilizes stat spin to process samples which is not the recommended sample tube handling. Preanalytical factors cannot be ruled out. Preanalytic variables can affect the quality of the sample, and deviation from the recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the false results, preanalytic factors cannot be ruled out leading to fibrin interference as the causative agent. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A false positive advia centaur cp troponin ultra (tni-ultra) result was obtained for a patient sample. The patient sample was repeated and the result was negative. The negative result matched the negative results of the previous draws. The negative result was reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.